Manufacturer narrative:
(B)(4). Manufacturing year is 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during surgery on (B)(6) 2016 and after the procedure was completed surgeon noticed that there was a hole in the posterior capsule. Patient required anterior and posterior vitrectomy. Patient had lens inserted as planned and is expected to be seen for additional wash out (removal of possible remaining vitreous).

Manufacturer narrative:
Manufacturing site provided the manufacturing date: december 2012. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation there was no device failure and therefore, no product deficiency. All pertinent information available to abbott medical optics has been submitted.